Event description:
Caller reported that the indicated battery charge of the pump dropped significantly in a short period, leading to an unexpected shutdown. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset instructions and confirmed the customer¿s ability to upload pump data was unavailable due to geographic limitations. The pump, which was still under warranty, was scheduled for replacement, and the customer was instructed to use multiple daily injections as backup therapy until receiving the new pump. Caller was also guided to put the pump into storage mode and return it to tandem using a pre-paid label within 10 days.